Event description:
On (B)(4) 2015 information was provided that the patient previously had actually had a full explant of both the lead and generator due to infection. On (B)(6) 2015 the patient had a reimplant of lead and generator.

Event description:
It was reported that the recently implanted vns patient developed an infection around the generator incision site and subsequently had her generator explanted. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. The patient has not been reimplanted to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.